Manufacturer narrative:
3/16/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a thoracoscopy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported not pt injury occurred.